Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2022 with an error message saying that a reset had occurred on their implantable cardioverter defibrillator, and that the dynamic tx algorithm was no longer available. It was noted that the patient was receiving daily proton radiation treatments, which caused their device to be reset to an old software version. Programming changes were made to address the issue. There were no patient consequences.